Event description:
Boston scientific received information that at a device follow-up this pacemaker initially displayed a battery longevity indicator of less than 6 months, followed by estimates of 1.5 and 2 years. Due to the varied longevity calculation, a magnet was used on the device, and it was determined the magnet rate was consistently 90 beats per minute. The physician will continue to monitor the device and no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information indicates that this patient underwent a revision procedure due to battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.